Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; "high". Bg value not provided. Cause was not known. Elevated bg was address with a manual correction injection. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.